Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 38 staples remaining in the cover block. The trigger was returned partially engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple misfired. On the next attempt, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first staple prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Per DHR the product visistat 35r 6/box lot # 73b2200424 was manufactured on 02/15/2022 a total of (B)(4)pieces. Lot was released on 03/01/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the misalignment of the first staple prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the doctor failed to fire staple from device while using it on a patient.

Event description:
Reported issue: the doctor failed to fire staple from device while using it on a patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200424 investigation did not show issues related to the complaint. The device investigation is pending and the results will be submitted in a follow-up report.